Manufacturer narrative:
Coopersurgical inc. Is currently investigating the reported complaint condition. Ref e-complaint-(B)(4) medwatch5093562.

Event description:
Per medwatch 5093562 report stated "pneoumo-matic insufflation needle slow to obtain/maintain pneumoperitoneum. Leaking near the white plastic at the top of the device". Ref e-complaint-(B)(4).

Event description:
Report stated: "pneoumo-matic insufflation needle slow to obtain/maintain pneumoperitoneum. Leaking near the white plastic at the top of the device". 1216677-2020-00092-1 900-200 120mm insuff needle (B)(4).

Manufacturer narrative:
Investigation: initiated manufacturer's investigation, no sample returned, review DHR. Distribution history: the complaint product was purchased from geotec on (B)(6) 19. Manufacturing record review: DHR-900-200 - 265897 was reviewed and no non-conformities, related to the complaint condition, were noted. Incoming inspection review: iqc-19-09-11-032 was reviewed and no non-conformities, related to the complaint condition, were noted. Service history record : service history not applicable for this product. Historical complaint review: a review of the 2-year complaint history did not show similar reported complaint conditions. Product receipt: the complaint product was not returned to coopersurgical. Visual evaluation: evaluation of the complaint unit could not be completed at the complaint unit has not been returned to coopersurgical. If the unit should be returned at a later date, it will be evaluated, and any findings will be appending to this investigation. Functional evaluation: evaluation of the complaint unit could not be completed at the complaint unit has not been returned to coopersurgical. If the unit should be returned at a later date, it will be evaluated, and any findings will be appending to this investigation. Root cause: root cause not applicable as the complaint condition was not confirmed. Corrective actions: corrective action is not applicable at this time due to the absence of the affected sample for investigative analysis. No further training required at this time; complaint will be monitored for trending. Was the complaint confirmed? No.